Event description:
A biomedical engineer reported that a system shut down during a procedure. A non-company microscope also shut down at the same time that was plugged into the same socket. The customer reinserted both plugs and rebooted the system. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/19/2014. The manufacturer (B)(4).